Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow up, a loss of capture was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.